Event description:
A malfunction was reported on the customer's pump, with the code malf 16, though no notable events occurred before this. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.